Event description:
Boston scientific received information stating: the lead was removed from service due to a shorted lead condition. No other details provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).